Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All buttons functioned properly and no display, audio/beep or time clock anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that his insulin pump was giving him an alert that says unexpected restart test. The insulin pump is also beeping. The display screen is only showing the battery indicator, the time, a black circle, and reservoir. The buttons on the insulin pump aren't responsive. The customer states that he doesn't believe that his insulin pump is providing any insulin. His blood glucose is 300 mg/dl. The customer states that after his insulin pump was reset he was provided with insulin. The customer's blood glucose the dropped to 97 mg/dl. The customer stated that his insulin pump was stored and not in use for an extended period of time. He has changed the battery. The unexpected restart test alert is now gone. Nothing further reported.